Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wand portion of the remote monitor had excessive heating. The doctor stated that the patient had a red mark on the skin from the manual transmission from using the wand. The doctor also stated, first degree burn, no blisters but a red mark that was the exact size of the wand. No intervention was done and patient was not hospitalized. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950k, serial/lot#: (B)(4): unit was returned without the radio frequency (rf) head. The remote monitor was returned and analysis revealed that no complaint failure was found on the remote monitor ;there was error code 3230 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.